Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements greater than 125 ohms at the implant procedure. The local area sales representative disconnected the cautery and the shock impedance measurements returned to normal limits. No adverse patient effects were reported.